Event description:
During a tor of prostate procedure while using the roller ball during the procedure, the iglesias working element worked for 10 minutes and shorted out. It was noticed that there was a burnt-black char on the instrument. No pt harm.

Manufacturer narrative:
The charring/carbon deposits on the actuator block were likely caused by incomplete assembly of the electrode to the active cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the cord is to be pushed into the opening and engaged with the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode, the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector. This situation results in an intermittent connection that produces arcing and sparking between the two pieces. The damage to the steel tube assembly is the result of excessive lateral forces exerted by the user during insertion or extraction from the inner sheath during a procedure.